Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the intra-aortic balloon pump (iabp) failed during use on a patient. Although, an attempt was made to turn the iabp on by pressing the iabp power button, it did not respond and didn¿t start. There was no response from ac power mode or battery mode. The iabp was replaced with a cs100 to continue therapy. No patient injury was reported.

Manufacturer narrative:
The power management board was sent to the supplier for further analysis. The supplier reported that the root cause of the failure could not be identified. The nrc has requested that the board to be returned and will be retained per procedure.

Event description:
It was reported that the intra-aortic balloon pump (iabp) failed during use on a patient. Although, an attempt was made to turn the iabp on by pressing the iabp power button, it did not respond and didn t start. There was no response from ac power mode or battery mode. The iabp was replaced with a cs100 to continue therapy. No patient injury was reported.

Manufacturer narrative:
A technician at the getinge national repair center (nrc) has reported that the power management board has been returned from the supplier. The supplier could not repair the board and it will be retained by the nrc per procedure.

Event description:
It was reported that the intra-aortic balloon pump (iabp) failed during use on a patient. Although, an attempt was made to turn the iabp on by pressing the iabp power button, it did not respond and didn¿t start. There was no response from ac power mode or battery mode. The iabp was replaced with a cs100 to continue therapy. No patient injury was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported failure. The fse replaced the power management board. The iabp tested ok and was returned to clinical use. The removed power management board was sent to the manufacturer for further evaluation. Inspection of the power management board was completed with no visual damage observed. Our national repair center (nrc) installed the power management board into the cardiosave test fixture and tested the power management board to factory specification per cardiosave service manual. The nrc verified the failure. The power management board failed testing. The nrc has sent the power management board to the supplier, per procedure for failure analysis.

Event description:
It was reported that the intra-aortic balloon pump (iabp) failed during use on a patient. Although, an attempt was made to turn the iabp on by pressing the iabp power button, it did not respond and didn¿t start. There was no response from ac power mode or battery mode. The iabp was replaced with a cs100 to continue therapy. No patient injury was reported.